Event description:
It was reported that the lead sensing had declined over time, and just before replacement there was no sensing at all when programmed bipolar, and low sensing in unipolar. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.